Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus instrument went cloudy. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found the customer reported complaint could be confirmed but not replicated. A review of the system logs identified error 48402. The endoscope was evaluated and found to have a camera instrument adapter defect. During a friction test using a screening aide, the adapter did not rotate properly, and abnormal noises were heard, confirming binding. The endoscope adapter (aea) was removed from the endoscope housing and further evaluated, revealing that an aea shaft bearing was contributing to friction. The endoscope was also visually inspected and found with cosmetic damage. Inspection of the integrated connector housing revealed discoloration. The endoscope cable was inspected and found with a minor cut to the insulation located at zone c near the endoscope housing. The endoscope tip component exhibited a broken or detached piece in a location that could potentially fall into the patient. The endoscope was further tested on an in-house system for cable testing and failed due to a wahoo paddleboard (wpb) defect. The customer reported complaint was not confirmed by failure analysis. The probable root cause of the customer reported issue cannot be determined based on the information provided and failure analysis results. No product issue was identified related to the customer reported issue. The probable root cause of the broken component at the tip is typically attributed to user handling, such as improper use of the cable during procedures or reprocessing.